Event description:
A healthcare facility in the (B)(6) reported that some rt235 circuits are failing a ventilator leak test on the bird vip gold ventilator. Leaks are found at the swivel wye piece and previously supplied replacement rt029s are fitted. This was detected before use and no pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the device was not returned to the MFR for inspection. An investigation was carried out based on the event description. The hosp was unable to quantify how many breathing circuits were involved. Results: we were unable to carry out a lot check as no lot info was provided with this complaint. Conclusion: breathing circuits have some inherent leak that is detected and compensated for by the ventilator. All breathing circuits are pressure tested during production to verify this leak is within the allowable limits. Breathing circuits that fail this leak test are rejected during production. Without the return of the complaint device, we were unable to conclude the amount of leak in the breathing circuit during use or why it failed the ventilator leak test.